Event description:
The manufacturer became aware of reported sparking coming from out of the back of a power cord for an everflo opi concentrator. The coating has melted on the back of the power plug before the unit. There was no patient harm or injury reported. No medical intervention was reported. The device was returned to the distributor where the insulator of the power cord was found to be peeled off and had an exposed conductor wire. Sparks were unable to be replicated as repair of the device was conducted first before plugging the unit into ac power for safety reasons. The corrective actions taken were to replace the power cord, compressor, the sieve cannister and change the internal filter before turning on the device upon receipt. The concentrator was tested and confirmed to be working correctly. If any additional information is received, a follow up report will be filed.